Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was taken to the emergency room (ER) with low blood glucose (bg) levels of 30 mg/dl. Customer consumed candy bars and received d50 treatment while in the ER. Customer was discharged approximately 2 hours later when bg levels were back to target. During troubleshooting it was determined that the temporary basal rate was inaccurate. Recommendation was made that the customer discuss bgs with their healthcare provider.